Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We there consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 29.3 mmol/l. The customer treated with manual insulin injections. The customer reported that the insulin pump was not delivering insulin. Troubleshooting was done. The customer was advised on how to clear the alarm from the insulin pump. It was reported that the customer changed the entire infusion set including the reservoir. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into insulin pump and to run a manual prime. It was reported that the customer had replaced the tubing of the insulin pump but did not prime it. The customer was advised to prime the tubing. It was reported that the insulin pump was working as designed. No additional information was provided.